Event description:
Customer stated driver block didn't move when changing the set through the arms are open. Claims spring clip is seated but driver block moves freely along leadscrew. Denies dropping or exposing moisture.